Event description:
It was reported that during a ptca/stent procedure in the "om", the catheter was pressurized to 6-8atm, but the balloon did not inflate. Dissection was reportedly observed at the lesion, and this dissection was treated by the use of a perfusion balloon catheter. The balloon was inspected after removal, and a pinhole rupture was observed. Pt is reported to be doing well as of the date of this report.